Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had a blank/broken display. There was no patient involvement. The field service engineer (fse) was not able to duplicate the reported issue. The unit passed all testing and operates within the manufacturing specifications.